Manufacturer narrative:
Correction: please correct this report 2017865-2024-66480, the same event was previously reported as 2017865-2023-47134 submitted on oct 1, 2024.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited long charge time. Programming changes were performed. There were no patient consequences.